Manufacturer narrative:
The complaint of loose or intermittent connection was not confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). The right atrial (ra) septum was found punctured. Insertion, tightening and extraction of known good real leads into header was without difficulty. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the leads, the physician attempted to connect the pacemaker but the nut bolt of the pacemaker could not be screwed properly. Several attempts failed. The pacemaker was exchanged. The patient was stable.